Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter displayed an ¿error 2¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged error message began to appear on (B)(6) 2017 at 7:30 am. The reporter informed the csr that the patient manages his diabetes with oral medication, diet and exercise. The reporter claimed the patient took a decreased dose of 4 mg glimepiride due to the alleged issue. The reporter stated that 30 minutes after the alleged error message appeared, the patient developed symptoms of ¿lethargic, couldn't stay awake, sweating and chills.¿ the reporter denied the patient received medical treatment. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The csr confirmed the correct testing process was being followed and the correct test strips were being used for testing. The csr walked the patient through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged error message began to appear. The subject meter could not be ruled out as a cause or contributor to the event.